Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the sheath. During preparation, the insertion sheath got kinked. The device was not used and manual compression was then applied. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. It was reported that there was no health damage to the patient. It was reported that hemostasis was successfully achieved by manual compression only.